Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during an upper left lobectomy, when stapling the pulmonary vein, bleeding occurred from the main pulmonary artery after the firing was completed. The tip of the cartridge was in contact with the main pulmonary artery; however, during stapling there was no unnecessary movement, and the pulmonary artery was not clamped. Manual suturing was performed to resolve the issue.